Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced sepsis. The cause and nature of the sepsis event was not reported. Treatment, hospitalization and outcome of the sepsis event were not reported. The patient was not actively performing pd therapy prior to the sepsis event; however, the pd catheter remained in place. Additional information was not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the patient was restarting the peritoneal dialysis (pd) therapy. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.